Event description:
A malfunction with the customer's pump was reported, identified by the malfunction code "malf 24," and it was not resettable. There was no adverse impact on the customer's blood glucose level due to this issue. The customer was instructed by technical support to use a manual insulin injection method as a backup to ensure uninterrupted delivery and was provided with a replacement pump with updated software. Instructions were given for returning the problematic pump, and the customer understood and acknowledged the guidance on storage mode, programming settings, and connecting their continuous glucose monitor to the new pump.